Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. After cleaned battery tube unit display properly. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No weak battery alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump alarmed for weak battery. Customer states that spring was corroded. Customer¿s blood glucose was 110mg/dl at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.